Event description:
The consumer alleges "a few years ago, a screw holding the small wheel on the right side rusted through and broke off. This caused the chair to tip and the consumer allegedly slid out of the chair and broke her leg."

Manufacturer narrative:
The consumer alleges a few years ago, a screw holding the small wheel on the right side rusted through and broke off and the chair to tipped resulting in the alleged incident. No conformation of injury. Device is no longer in warranty. Device serial number reflects device was manufactured in 1995. Information describing rusted hardware indicates a maintenance issue. MDR filed as a conservative measure.